Event description:
(B)(4). Shortly after my essure placement my menstrual cycles have increased to heavy flow along with severe cramps. Aching and pains shooting down my legs and radiating in my thighs and back. It had been so bad that I have missed work on several occasions. My device was paid for through my insurance.

Event description:
#Medwatcher #followup1 #FDA mw5058930 #(B)(4). I had a hysterectomy in (B)(6) 2016 to relieve the pain and heavy bleeding. Pathology report stated that my left tube was severed and detached.